Event description:
Pump was started for an epidural. After initiating use, the crna discovered that the pump was running in an intermittent manner. The pump was removed from use without sequela. A new pump was started for this pt.